Event description:
Toward the end of surgical procedure, while trying to position the bed as per physician instruction, the bed began to flex on its own and was unable to be stopped. The technician was immediately called to give assistance. He proceeded to try to change position manually, but it would not move. Both surgeons were aware of the situation as it was happening. Procedure was completed and blankets were put under legs and torso to try to maintain a better alignment. The pt was immediately moved to the stretcher for transport. After the surgery ended and after the patient was off the table it was noted that there was fluid from the bed on the floor.